Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the suction line connector got detached. No patient injury reported.

Manufacturer narrative:
One used decontaminated sample was received for investigation without its original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. It was identified that the suction line connector was detached, and the cover was in a broken condition confirming the complaint. Based on the analysis conducted in the sample provided the occurrence of this failure condition could be caused by the tube not submerged properly in solvent dispenser or dispenser with low level of solvent. A device history record (DHR) reviewed showed there were no issues or non-conformances reported during the manufacture of this lot number. Notification was made to production personnel as awareness to failure mode reported. The manufacturer will continue monitoring this failure condition in this product for escalation.